Event description:
On 21may2024, an optical store in brazil received notification from a patient (pt) that purchased 2 boxes of acuvue®2 brand contact lens (cl) and began using lenses on (B)(6) 2024. The pt ¿got my eyelashes done on (B)(6).¿ on (B)(6) 2024, the pt experienced irritation and by (B)(6) 2024 the irritation was accompanied with ¿a lot of pain.¿ the pt reported that the doctor advised the lenses were the problem, not the eyelashes. The pt reported ¿almost lost vision.¿ attachments provided: an eye care professional (ecp) note dated 15may2024. The pt presented for a medical consultation on 15may2024 and must remain away from professional activities for 3 days, under medical care. Cid: h16.0 (diagnosis code, corneal ulcer) prescription provided by ecp dated (B)(6) 2024: 1. Children¿s neutral shampoo ¿ 1 bottle; dilute and wash eyelids and eyelashes twice daily, continuous use. 2. Vigamox eye drops; place 1 drop per hour in the left eye (os) (B)(6) 2024; add 1 drop every 2 hours to the os (B)(6) 2024; add 1 drop every 3 hours to the os (B)(6) 2024. 3. Boamotil or maxiflox ointment, apply ointment before going to sleep on the os for 10 days. On 21may2024 and 23may2024, calls were placed to the pt for additional medical and product information. No additional information was provided. On (B)(6) 2024 calls were placed to the pt¿s treating ecp for additional medical information. A representative requested any additional information needed to be requested by email. An email request for additional medical information was sent to the treating ecp¿s office. No additional medical information was provided. On 12jun2024, a representative from the optical store provided additional information. The pt went to the emergency clinic first and was provided unknown treatment. The symptoms did not resolve. The pt visited the ecp (date not provided) and was advised by the ecp that the cl caused the issue. The pt was given an unknown treatment. The ecp thinks it was for the pt¿s od. The ecp didn¿t have the pt¿s email on file, but the ecp will call the pt to request the pt call to provide any additional information. No additional medical information has been received. The suspect lot number is unknown at this time. No additional evaluation can be conducted. It is unknown if the suspect os cl is available for return for evaluation. If any further relevant information is received, a supplemental report will be filed if applicable.